Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic in backup vvi (B)(6) 2019. A device restoration was performed successfully and the patient was stable. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician on (B)(6) 2019 and the device was explanted. The patient was stable throughout the procedure and was discharged.

Manufacturer narrative:
The reported event of backup vvi (bv)vi was confirmed in the lab. The cause of the field event of bvvi was determined to be the integrated circuit in rf module. Battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, high voltage output, patient notifier was tested and no anomaly was detected.